Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer does no think their insulin pump is delivering insulin. The patient's blood glucose level was 436 mg/dl at the time of the call. The customer stated that they had been sick for a couple of weeks and has bronchitis. The customer insisted on having their insulin pump replaced. A replacement pump was sent to the customer. No further information was provided.